Event description:
It was reported that a patient felt a shock sometime between 2006 and 2011. The reporter did not have recollection of the exact date. Additional information has been requested but was not available as of the date of this report. See MFR report #3004209178-2012-10840. It was unclear which device was the cause of the event.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2009, product type: lead. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2009, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. (B)(4).